Event description:
A file separated in the canal during a procedure. The separated piece was retrieved without sequela.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. The device was returned for evaluation, though results are not available as of this report.